Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4592, implantable pacing lead, (B)(6) 2007. (B)(4).

Event description:
It was reported by the patient that during a device check the patient was questioned by the md regarding what the patient was doing at a specific time and date; the patient understood per device interrogation that their heart rate was "crazy, quivering" at "400". It was also reported that the patient was driving a sports car with a remote start and was not aware of concern related to the remote start until after driving the car. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
The device was explanted and replaced.

Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.